Event description:
22g bd saf-t-intima inserted into patient's hand. Fifteen minutes later, it was noted that IV fluid was leaking where clear tubing meets plastic turquoise y adapter. IV removed. Packaging not saved, but staff provided a new device with reference number.